Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer stated that the device was not dropped or bumped. Blood glucose value is 268 mg/dl. Nothing further reported.